Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began at the end of (B)(6) 2015 (date/time not known). The reporter stated that the patient obtained a result in the "70's-80's" using the subject meter compared to results of "40 and in the 40's" obtained from a ER/hospital meter. The time difference between the results from the two meters is unknown. It is unknown how the patient manages their diabetes. It is not known if the patient made any changes to their usual diabetes management regimen in response to the alleged product issue. The reporter claimed that the patient developed the symptom of "seizures" at the end of (B)(6) 2015 (date/time not known) and was hospitalised; however, the treatment that the patient received is unknown. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting. The csr also noted that the reporter did not have the subject meter, test strips or control solution and had limited information to troubleshoot. The csr advised the reporter to ask the patient to make contact with lifescan in order that troubleshooting can be attempted and the products replaced. Based on the information provided, this complaint is being reported because the patient developed a symptom suggestive of a severe low blood glucose excursion. This symptom does meet lifescan's criteria for a serious injury. Additionally, the patient was hospitalised and received unknown treatment.